Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 500 hematology instrument. The volume of the leak was about 16 oz and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the tubing through pinch valve pv43 was split. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. Failure mode: the cause of the leak was the tubing through pinch valve pv43 was split. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).